Event description:
The customer tested his blood glucose using his contour and another meter. He received a 25-50mg/dl difference between the readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Customer was advised to return the test strips. Coupon for new kit was sent to him.